Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 151433: (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When sterile packaging was opened the surgeon the surgeon noticed that there were holes in the inner packaging. Another stem was opened and implanted successfully. There was no delay in the case.